Event description:
The customer reported that while performing the alarm/led test on the ventilator there was no audible alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).